Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a complete lead was returned for evaluation. Final analysis found the helix assembly separated from the ring electrode. The distal tip was found to be compressed. The cause of the reported event was traced to procedural damage found at the ring electrode area. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-37509. It was reported that patient presented to an in-clinic follow-up with dizziness and discomfort. Further investigation found that the right ventricular (rv) lead was exhibiting noise over-sensing causing pacing inhibition along with extra cardiac stimulation and high capture thresholds. Physician planned to address the lead during a normal pacemaker upgrade procedure. The rv lead was successfully capped and replaced. However, the newly implanted left ventricular (lv) lead that was implanted during the same procedure began exhibiting high capture thresholds after the sheath was split. The lv lead was replaced prior to closing the pocket. Patient had no consequences after the procedure.